Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: cracks in the power switch. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be fluid invasion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the output connector and power switch were worn, the tank holder was damaged, and dust accumulation in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source repeatedly reports error 300. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, water leaking from the output connector socket was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.